Event description:
Customer reported that the pump alarmed motor error during manual prime. Customer also stated that the drive support cap is loose and sticking out. Customer's current blood glucose reading is 500 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.